Event description:
I had breast augmentation (B)(6) mcghan silicone implants. Since my surgery I have developed hypothyroidism that escalated into debilitating hashimoto's thyroiditis. Depression, anxiety, joint pain, extreme fatigue, hair loss, gi issues, brain fog, tinnitus, inflammation from head to toe. Raynaud's, dry skin, burning eyes, headaches, as well as other symptoms. I used to run marathons and have always been very active and healthy. I am in so much pain that I can't run anymore. Everyday run of the mill activities cause major pain. I have a hard time sleeping and miss the old me. I feel that my breast implants have everything to do with the reason why I am sick. I can't afford to get them removed at this time. I am saving money to get these toxic bags removed and to move on to healing and returning to the old me. I had no idea my implants could cause such debilitating issues. Please help all of us in the sick breast implant boat. I wish I would have never gotten them.